Event description:
It was reported that during the procedure in the mid left anterior descending artery, the 2.5 x 12 mm trek dilatation catheter was advanced into the patient anatomy and the balloon was inflated to 16 atmospheres on the second inflation and a rupture occurred. The device was removed from the patient anatomy without difficulty. A new 2.5 x 18 mm xience v stent system was advanced into the patient anatomy and the stent deployed to complete the procedure. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. Evaluation summary: analysis of the trek catheter noted blood and contrast visible in the loosely folded balloon and in the inflation lumen, consistent with preparation and a rupture during use in the patient anatomy. There was a longitudinal rupture in the middle of the balloon extending distally for a length of 9 millimeters, confirming the reported rupture. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis noted the balloon failure may be attributed to exposure conditions and/or a material/processing discrepancy initiating along the inner surface. Multiple partial tears were observed on the inner surface of the balloon near the rupture. Damage to the inner surface of the this type may be due to factors such as exposure conditions during the procedure, multiple inflations and/or high stress being applied to the balloon material or a material/processing discrepancy. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the balloon was inflated to 16 atmospheres which is above the rated burst pressure, which likely contributed to the balloon rupture. It should be noted the trek rx and mini trek rx coronary dilatation catheter instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent overpressurization. To ensure this type of damage is not a result of a potential manufacturing deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.